Event description:
Caller reported a cartridge alarm but there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Cts assisted the caller in loading a new cartridge, but the alarm persisted. Due to ongoing issues, cts decided to replace the pump, confirmed the customer's shipping address, and advised on using a backup therapy to prevent interruptions in insulin delivery. Cts communicated necessary steps for handling the replacement pump and the return of the faulty item, and the caller acknowledged all instructions. Replacement pump was dispatched by cts.